Event description:
As described in arthroplasty today 3 (2017) (B)(4), a patient with ankylosing spondylitis underwent a total hip arthroplasty through the direct anterior approach with the use of a hana table. Although there were no apparent intraoperative complications, the patient sustained a l4-5 extension fracture dislocation with neural deficits. Imaging revealed an unstable fracture, epidural hematoma and severe stenosis within the spinal canal. Two additional surgeries were required for decompression and spinal fusion from t10-pelvis. The authurs explain that ankylosing spondylitis and diffuse idiopathic skeletal hyperostosis create a stiff spine that predisposes to fractures because of the larger moment arms experienced than normal spines. The arthroplasty surgeon performing tha should be aware and take precautions to reduce stress on the spine.